Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 99% stenosed lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. The physician predilated the lesion with a 2.5mm apex balloon. A 3.00x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. The physician used force, but was still unable to cross the lesion. When the device was removed from the pt it was noted that the stent had moved proximally on the balloon. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.